Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: the pump powered on to a blank display. The pump was opened and no internal defects were found. A review of the alarm history indicated multiple call service 012 and 052/054 alarms had occurred. Investigation revealed a slave processor component failure was the cause of the blank display. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.